Event description:
It was reported that restenosis occurred. This ranger paclitaxel-coated pta balloon catheter 6.0 x 200mm, 150cm was selected for use in a percutaneous angioplasty procedure. The lesion was pre-dilated with a non-boston scientific balloon, then this ranger balloon was used and held for three minutes. The patient presented within six months with restenosis of the vessel. No patient complications were noted.

Manufacturer narrative:
Date of event: unknown.